Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and the device jammed. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.